Event description:
In this event a doctor reported that a patient was burned on the lip after coming into contact with an estylus 1:5 ca that allegedly overheated. The dentist referred the patient to a dermatologist. The dermatologist diagnosed it as a second degree burn and referred the patient to a plastic surgeon. It is unknown as of this MDR evaluation if the patient has seen the plastic surgeon.

Manufacturer narrative:
Per the FDA public health notification: patient burns from electric dental handpieces, issued december 12, 2007, "burns may not be apparent to the operator or the patient until after the tissue damage has been done, because the anesthetized patient cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Because a serious injury occured, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.